Event description:
The customer contact reported a delay in critical therapy following an alarm condition. The customer contact reported the pt was being treated during a cardiopulmonary arrest. The device was programmed to deliver an unspecified volume of blood, at a rate of 60 ml/hr via a central line, with a distal occlusion setting of 6 psi for this cca (clinical care area), and the delivery was started. No further programming parameters were provided. The customer contact reported the device alarmed for a distal occlusion that could not be cleared. It was reported that the blood was delivered IV push. Multiple unsuccessful attempts have been made for additional info including specific pt info and resuscitation details.

Manufacturer narrative:
The device was not identified by serial number; however, the customer has identified 5 possible serial numbers, (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).